Event description:
Complainant alleged that during a routine shift check by a clinician when selecting 200 joules if the device's main switch was wiggled, the device changed from defibrillation mode to monitor mode and back to defibrillation mode. The complainant indicated that there was no pt involvement in the reported failure.